Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization on (B)(6) 2020. Customer's blood glucose level was 380 mg/dl. Customer experienced diabetic ketoacidosis, hospitalization and treated their high blood glucose via manual injection. Customer advised the auto mode feature was not active. Customer advised they were not allowed to use the insulin pump while in jail which resulted in hospitalization. The insulin pump will not be returned for analysis.